Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:14-380353, lot number:198770, brand name: monm m2a38 hd. Catalog number:7100100306, lot number: 2008090173, brand name: ppf ltz stem sz 06x160mm. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2020-02413. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a closed reduction due to pain and dislocation approximately 4 to 5 years post implantation. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp)) findings: dislocation, pain treated with repositioning under anesthesia (closed reduction) no complications noted. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.